Manufacturer narrative:
It was learnt that there was no patient injury, no other surgical intervention necessary. Zcboo +18.5 diopter intraocular lens was placed as replacement lens for the patient. Reportedly, the patient is doing fine. No further information provided. The following sections have been updated accordingly: age/date of birth: (B)(6). Gender/sex: female. Dr. (B)(6). Occupation: physician. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis symfony toric multifocal intraocular lens (model zxt150, +19.5 diopter) was explanted because of the patient complaining of poor vision. Reportedly the incision was enlarged during the procedure. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 8/1/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The sample was inspected by a qualified final inspection operator using 12x magnification. It can be seen that the lens is contaminated. This is to be expected because the lens was transferred from controlled j&j environment to a non controlled environment. The condition of the return sample does not suggest this contamination occurred during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.